Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The pump reportedly was in suspend mode and unable to resume. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: a review of the black box pump suspend history revealed that the pump was suspended on 09/11/2015 at 17:10 and then was resumed on 09/11/2015 at 19:14. The pump was also suspended on 11/11/2015 at 12:42 and then was resumed on 11/11/2015 at 12:42. The keypad was found to be intact; all buttons were responsive during investigation. The keypad cover was removed; there was no contamination found under keypad/contacts. The pump was opened and the keypad flex was found to be fully seated in the connector with the latch closed. There was no evidence of internal moisture. The pump was run on a 24 hour basal program; all buttons were responsive when the basal rate was set up. The rewind, load and prime steps were successfully performed on the pump. The reported complaint was unable to be duplicated during investigation. Unrelated to the complaint, the battery compartment was cracked on the side at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.